Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis is unknown. The patient was hospitalized for this event. Treatment for this event was vancomycin (dose, route, frequency and duration unknown) and another unknown antibiotic (does, route, frequency and duration unknown). One day after hospital admission the patient¿s catheter was removed and peritoneal dialysis therapy was discontinued. The patient was discharged from the hospital four days after admission. At the time of this report, the patient outcome from this event was not reported. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).